Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No, the surgeon found the crack after the patient's surgery side. The blade was broken when he touched the crack and then the surgeon used the replacement. There was no adverse event for the patient. Operation: lapaloscopic liver. The surgeon did not remember the error detail. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, an unknown error occurred and became not to function. The blade broke. The device clamped clips and forceps. Gen11 was used. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. Additional information was requested and the following was obtained: the sales rep interviewed the surgeon. The surgeon commented that the device did not clamp clips or the staples. The procedure was colectomy. An unknown error occurred. The blade broke after the operation, no piece has been left in the patient. The patient has been discharged.